Manufacturer narrative:
This is a duplicate submission. Please reference MFR# 0003015876-2020-00324 for the investigation.

Event description:
The customer contacted physio-control to report that their device repeatedly cycled power and shut itself off. In this state the device would be inoperable and defibrillation therapy would not be available, if needed. There was no patient use reported with the event.

Manufacturer narrative:
Physio-control evaluated the customer's device and was able to duplicate the reported issue. Physio downloaded the device's electronic records from the event for review and was able to verify the reported issue. Physio found a damaged battery pin in battery compartment 1. The pin was replaced to resolve the issue. Proper device operation was observed through functional and performance testing. The device will be returned to the customer for use. The cause of the reported issue was found to be a post that separated from the leaf assembly and embedded in the battery.

Event description:
The customer contacted physio-control to report that their device repeatedly cycled power and shut itself off. In this state the device would be inoperable and defibrillation therapy would not be available, if needed. There was no patient use reported with the event.